Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-04727. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that persona knee instruments were returned via worn instrument return program. The fractured parts are returned. There were cracks found on the product. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.